Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of the range shock impedance measurements, measuring at 126 ohms on this right ventricular (rv) channel. There was no noise event in the arrhythmia logbook. Technical services (ts) reviewed the data and stated have the patient seen in clinic for follow up and continue monitoring. This rv lead remains in service. No adverse patient effects were reported.